Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The device was removed using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.